Event description:
A customer reported encountering cgm error 42 on their device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, which provided instructions for a complete pump reset, allowing the customer to successfully begin a new sensor session without further issues.